Event description:
It was reported that an ilet pump¿s screen assembly was coming apart and internal components were visible while the device continued to function and deliver insulin, first noticed during a supply change; the device will be replaced and the user was instructed on shutdown steps and data handling. Symptoms included no reported symptoms. Outcomes included no need for outside assistance and no medical intervention. Investigation included replacement logistics and instructions to return the original unit for evaluation. Investigation of this case revealed a hardware issue consistent with screen delamination of the pump assembly without associated alerts or alarms, while the device component remained operational. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical integrity failure unrelated to use error.